Manufacturer narrative:
Age at time of event: (B)(6) years or above. Device evaluated by MFR.: mustang device - 6x6x75cm was received for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A partial balloon circumferential tear was identified located approximately 6mm distal of the proximal balloon markerband. From the partial circumferential tear, the balloon was also torn longitudinally for approximately 16mm proximally. An examination of the balloon material and markerbands identified no issues. A visual and microscopic examination observed no damage to the tip of the device. A visual and tactile examination found no kinks or damage to the shaft of the device. Both markerbands were undamaged and present on the shaft of the device. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on (B)(6) 2020. It was reported that balloon leak occurred. The 75% stenosed target lesion was located in the non-tortuous and non-calcified radiocephalica fistula. A 6.0 x 60, 75cm mustang balloon catheter was advanced for dilatation. However, when the balloon was inflated three times at 4 atmospheres, the balloon did not expand further and some leak on the balloon was noted. The device was completely removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed a balloon circumferential and longitudinal tear.